Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified unspecified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, on the second inflation at unspecified atmospheres, the balloon ruptured. The device was removed intact without any issue and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).